Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 hlm system. The incident occurred in llandough, united kingdom. Customer reported a bang noise from the base of s5 hlm, smell of burning and the unit no longer ran on mains power. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Mains lead and UK plug were checked for any damage. Mains cable had lots of evidence of being coiled and uncoiled repeatedly; no physical damage. Checked also the cables on entry to various connectors and found damage to the powered shelf supply cable. Cable showed signs of outer and inner insulation damage with exposed conductors on show. In order to fix the issue, main cable needs to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 console tripped out the man circuit breaker for operating room. The issue occurred when the machine was in service. There was no patient injury.

Manufacturer narrative:
The technician did not plan another service to the customer site, since suitable repair was done and the unit was put back into service. To repair the unit, the technician removed the plug and dismantled it, he trimmed the cable back beyond the break, made the ends good and remade all connections. Replaced the cable clamp assy, rebuilt the plug and re inserted it into the correct socket. Finally, electrical safety test were successfully carried out. The new cable was an addition for customer preference. According to complaints database review, no further similar issue has been submitted for this unit since its installation in 2014. Based on the above facts, the root cause of the reported issue has been traced back to damaged cable. Taking into account that the unit was manufactured in 2014, it cannot be excluded that the wearing of electro-mechanical devices, that can be originated by the specific use condition at customer site, may have contributed to the event. However, statistical data analysis, performed according to ln-glb-wi-0057, hasn't identified any concerning trend for this specific issue. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
See initial report.